Event description:
In 2005 the customer reported an incident where the pt has been diagnosed with hemolysis after using an exceltra 210 dialyzer on a cobe c3 hemodialysis machine. Gambro bloodlines, and medisystems single fistula needle with masgergard distributed by baxter. There were no alarms noticed during the treatment. The facility does not reuse dialyzers. The treatment started at 05:14. Thirty minutes prior to the end of the treatment the pt complained of nausea and stomach cramps. At 8:37 the blood pressure had increased from 106/73 to 163/107 and the pulse increased to 103 at 8:28 and was 93 at 8:37. Treatment was discontinued at 08:47. The end of treatment blood pressure was 182/128. The treatment ended 12 minutes early. The dialyzer was clotted at the time of rinse back; blood was able to be returned to the pt. The nursing staff stated that the pt had complained of abdominal pain but that was somewhat normal for this pt. The pt's blood pressure and pulse remained stable until 20 minutes before the end of treatment. At 8:28 the blood pressure had dropped from 120/77 to 106/73. The pt was given 100cc of normal saline and the uf rate was reduced to 0.2. The pt was later admitted to the hosp. The date and time of admission is unknown.